Manufacturer narrative:
Results: the px slim delivery microcatheter (px slim) was ovalized approximately 5.5 and 6.0 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the px slim was ovalized. This type of damage likely occurs due to improper handling during use. If force is applied to the distal tip of px slim during insertion, damage such as this may occur. The ovalization in the px slim likely contributed to pc400 coil and the guidewire not being able to advance through the px slim. The pc400 mentioned in the complaint was not returned for evaluation. Px slim devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using a px slim delivery microcatheter (px slim). During the procedure, the physician advanced another manufacturer's balloon guide catheter into the right internal carotid artery. The px slim and another manufacturer's microcatheter was then advanced through the balloon guide catheter and into the target vessel. Next, the physician attempted to insert a penumbra coil 400 coil (pc400 coil) into the px slim but was unsuccessful. The physician then attempted to insert another manufacturer's micro-guidewire into the px slim but was also unsuccessful. Therefore, the px slim was removed since the physician suspected that it may have been kinked or occluded. The procedure was completed by using a new px slim to deploy the initial pc400 coil and twelve additional pc400 coils. There was no report of an adverse effect to the patient.